Event description:
It was reported that during set up the device was getting interface fault error. There was no patient involved.

Manufacturer narrative:
H3: analysis found that verified 'not working.' Unit presented with sw:(v1.7.5), misaligned radio firmware, older/dead batteries, and an electrode failure due to a defective afe pcba with multiple loose pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the troubleshooting was done by turning off and on wires unplugged and plugged back on.

Manufacturer narrative:
B5: additional information received. H6: code is updated. Previously applied fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.